Event description:
It was reported that there was a continual red screen with cassette attached and detected error. The error code 41786. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation of complaint of error code 41786 and a continuous red screen with cassette attached and detected. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Functional testing was performed, and the complaint was confirmed. Device alarmed code 41786 on power up test. The main board was found to be defective and was replaced. Device passed testing post repair.